Event description:
It was reported that (1) device was used during a laparoscopic hysterectomy. It was reported by the affiliate that the 512sd trocar knife doesn't retract as it should after entering the patient's cavity. This resulted in damage to the mesentery. The surgeon had to change to a laparotomy to suture the pt to complete the case.